Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: the bb shows dates from (B)(6) 2016 to (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. No unexplained time/date issue is observed in the available bb data. No eaw occurred during the investigation; the pump passed a time test. The pump is able to maintain time/date settings with 0 second accuracy. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time/date issue) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.